Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the investigation.

Event description:
Arjohuntleigh received a complaint where it was indicated that upon moving the maxi sky 600 ceiling lift, the device fell down the track system, while being located at the turntable accessory. No patients were transferred at the time of the event. No injury occurred.

Manufacturer narrative:
An investigation was performed on this complaint. Arjohuntleigh received a complaint where it was indicated that at the time of moving the arjohuntleigh maxi sky 600 ceiling lift through the ceiling installation rail system, the device fell down off the track system, while being located at the turntable. The customer was visited and interviewed by a local arjohuntleigh representative. During the interview it was reported to us, that no patient was transferred at the time of the event. However the further information that we obtained indicated that the resident suffered a slight hematoma at the right leg. We may therefore assume that the maxi sky 600 ceiling lift was used for the resident transfer at the time the time of the incident. The turntable allows multiple tracks to meet at one point and rotates to allow the ceiling lift to change direction. The information provided to arjohuntleigh is that a plate from the turntable detached. These plates act as a stopper. If the lift is coming from a direction and the turntable is not lined up with the track, the lift will simply hit the stopper. However, if the plate is absent and the caregiver does not pay attention to the turntable, the lift may fall down. Based on findings made during the inspection of the track installation conducted by a quality engineer, we (arjohuntleigh) have been able to establish that the failure resulted from the fact that a plate from the turntable was missing and the ceiling lift was displaced through that missing plate. The plate was missing because the screw supporting that plate unscrewed, leading the plastic element to detach. The track system should not be used with missing end stoppers. Absence of that protecting element is easily noticed by the user of the maxi sky device. However what has caused the issue is that the screw was able to come loose over a period of time. We were unable to establish a reason for that to happen. It does not appear to be a design issue as this appears to be an isolated case. What is clear is that this loose screw would have normally been detected over time if maintenance had been carried out as per use instructions. The installation was not under arjohuntleigh service contract. The identified cause of the incident is therefore considered to be an incorrect maintenance activity, related to using the ceiling lift at the track system which had a missing stopper. The maxi sky 600 ceiling lift instruction for use (001.14150.33.en rev 4) that was provided together with the involved device includes requirements for the verification of the end stopper absence and assembly: initially and before every use: "make sure that end stoppers and rail caps are in place and tightened." - initially and every year "torque end stoppers between 5 to 15 lbs (7 to 20 nm) - initially and every year "check that the accessories (turntable and exchanger) are complete and correctly maintained." - daily checklist also requires to "before each use, make sure all end stoppers are in place and tightened" when reviewing similar reportable events within last five (5) years, a limited number of cases with similar fault description (ceiling lift detached from the turntable track accessory) were found. With amount of sold devices on the market, the complaint ratio for reportable complaints with this failure mode is considered to be very low. To sum up, while the incident occurred the device was being used for treatment or diagnosis the patient. The ceiling installation rail system was not up to the manufacturer specification when the event took place and this way contributed to the adverse event. We find this complaint to be reportable to the competent authorities.

Event description:
On 22 feb 2017, arjohuntleigh has become aware of a new outcome for the resident. We received the fax from (B)(6) stating that the resident sustained "slight hematoma at the right leg". Based on the received declaration from (B)(6) we may assume that at the time of the incident, the maxi sky 600 was used for the patient transfer.